Event description:
Additional information was received from the patient. The patient stated the charging issue had been resolved but there was no change in the stimulation increasing when laying back and it was still present. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient turned off the ins for a non device related procedure because the ins battery takes forever to charge. The patient said they didn't want the ins battery to deplete to low or dead because it takes even longer to charge up to full from empty. The patient noted that due to the location of their ins it would depend if they got good coupling or not and using the belt doesn't work for the patient. The patient said they couldn't can't move much while charging unless they use the adhesive discs. The patient also reported that sometimes they turn the ins off when they are laying down because it would be too intense if they left it on. The patient said they almost kicked a healthcare professional in the face years ago because they laid back in a chair flat and wanted to turn the stimulation off/down because it was too strong. The patient confirmed that they knew that the stimulation can be adjusted to address positional stimulation. No symptoms were reported. No further complications were reported/anticipated.